Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl. Customer reported they have been having a lot of bent cannulas with the current set. Customer reported that they got an unexplained high yesterday about 500 mg/dl. Customer reported the infusion set cannula was bent. Customer reported that changed site and found out that she has a bent cannula. Customer reported that insulin pump was not alarming insulin flow blocked. The device will not be returned for analysis.